Event description:
It was reported that during an unk procedure the device was dropping and ejecting clips. They used a second device to complete the case. No pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Serial number = na.